Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check when it was noted that patient had received inappropriate anti tachycardia pacing therapy for an svt. The device was reprogrammed. No patient symptoms were reported. Patient monitoring will continue.